Event description:
It was reported that pump issued repeated cartridge alarms during use, including cartridge alarm 20, and caller was unable to successfully load cartridge and resume insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and technical support guided customer through proper loading steps, confirmed pump was in warranty, arranged replacement pump shipment, instructed customer to place current pump in storage mode and return it with a prepaid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.